Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving inappropriate shocks caused by ventricular undersensing while dancing. Programming changes were recommended. No further information is available.